Event description:
A customer reported going to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of 498 mg/dl and ketones that were not identified as dangerous by healthcare provider. Cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2025 with issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.